Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter leg allegedly had foreign plastic particles upon removal. There was no reported patient contact.

Event description:
It was reported that during a filter placement procedure, the filter leg allegedly had foreign plastic particle upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one denali filter was returned in a specimen cup along with a snare retrieval kit. A small black material was additional returned in the specimen cup. The material appeared to be consistent with the hemostasis valve that is normally within the snare retrieval kit sheath. The sheath was inspected, and no valve was noted to be present within. If the filter is withdrawn incorrectly by pulling fully through the smaller sheath during removal, the filter may snag the hemostasis valve in the sheath and cause it to be detached and pulled through. Slight damage to the distal end of the sheath was noted as well, consistent with damage from the filter being withdrawn through the sheath. Three photos were additionally provided for review. Two photos show a filter device with a small black material attached to one of the limbs. The third photo shows a zoomed in photo of the material, which matches with the results of the returned sample evaluation and appears to be the hemostasis valve of the snare kit sheath. No other anomalies can be noted in the photos. Therefore, the investigation is unconfirmed for the reported foreign material as the material was determined to be the hemostatic valve of the returned snare retrieval kit. The likely cause of the event is incorrect use of the snare retrieval kit to remove the filter, and the snagging of the hemostatic valve of the snare retrieval kit sheath. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.